Manufacturer narrative:
The aquabeam handpiece articulating arm was not returned for investigation of the reported event. Three (3) good faith efforts were made to retrieve the device without success. The root cause of the reported event is user error as the aquabeam handpiece articulating arm was broken due to movement of the bed. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece articulating arm / serial number (B)(6) was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. 4.2 warnings: procedure setup - ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. 7.6 aquabeam handpiece articulating arm the aquabeam handpiece articulating arm (figure 13), a re-usable component of the aquabeam robotic system, connects to standard surgical bedrails and rigidly fixes the motorpack/aquabeam handpiece assembly in position relative to the patient. The handpiece articulating arm has a release trigger that enables freedom of movement and locking of the arm. The handpiece articulating arm performs the following functions: · connects to the motorpack/aquabeam handpiece assembly via magnetic latch · allows ±20° of the aquabeam handpiece rotation with 2° discrete locking points · provides bubble level to visualize horizontal plane · provides stability of the aquabeam handpiece throughout the procedure submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H6. Component code = 4755 - aquabeam handpiece articulating arm, a reusable component of the aquabeam robotic system, connects to standard surgical bedrails and rigidly fixes the motorpack/aquabeam handpiece assembly in position relative to the patient. The aquabeam articulating handpiece arm has a release trigger that enables freedom of movement and locking of the arm. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that after the patient was placed on the bed, and prior to administration of anesthesia, movement to the bed occurred. This caused the aquabeam handpiece articulatirng arm to break and the release trigger could no longer be engaged. Subsequently the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.